Manufacturer narrative:
The tracker instrument was returned to the manufacturer for analysis. Analysis found that the returned tracker has some minor lines of galling inside the handle causing slight fit issues with known good instruments. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that in sterile processing an instrument was stuck inside the navlock and the navlock skiving needs to be replaced. There was no patient involved with this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that in sterile processing an instrument was stuck inside the navlock and the navlock skiving needs to be replaced. There was no patient involved with this issue.